Event description:
Six weeks post-op cataract surgery, a particle was found to have settled on the patient's iris. A follow up procedure was needed to remove the fragment. The piece was removed adn there was no subsequent impact to the patient.

Manufacturer narrative:
The device was not returned for evaluation at the time of this report.